Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
A patient specific prescription form was received for patient's total elbow with reason for revision noted: "dislocation of bushings/axle if the model has it in total elbow replacement (megaprosthesis). Failure of bushings."

Event description:
A patient specific prescription form was received for patient's total elbow with reason for revision noted: "dislocation of bushings/axle if the model has it in total elbow replacement (megaprosthesis). Failure of bushings." Update 30jun2020 - it was confirmed that pin 16792 was never implanted. Therefore this MDR is being cancelled.

Manufacturer narrative:
Update 30jun2020 - it was confirmed that pin 16792 was never implanted. Therefore this MDR is being cancelled.